Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was found to have a defective power brick. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon eval, the charger/modem power brick was defective. The root cause of the defective power brick cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use the charger/modem did not report any issues.